Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during basal and bolus delivery. The customer's blood glucose (bg) level was over 400 mg/dl and boluses via the pump and syringes were used to address the high bg level. The customer change the infusion set and cartridge multiple times. The customer's bg level had been lowered to 224 mg/dl and the site will be changed.